Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 were not detected on the communication bus. A field service engineer reseated row board cables for sub drawers and discovered the hard stop for 3.2 was damaged, and the latch sensor had popped out of socket. A field service engineer replaced the hard stop to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device

Event description:
It was reported when using the pyxis medstation es system drawer 3.1 and 3.2 was not detected on the communication bus. The customer stated that there was no delay in dispensing medications. The customer stated that the adjacent device had an identical load and any specific medications that might have been affected were accessible from pharmacy staff next door to the medication room. There were no adverse events or injuries reported based on this event.